Event description:
It was reported that during the implant procedure, lead exhibited continuous noise. The lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.